Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded cold insulin into the cartridge. Customer reloaded the cartridge to resolve the issue. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 14 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg. Customer declined to troubleshoot the low bg with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.